Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had the cannula missing. Blood glucose value is unknown. The sensor would be returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor. Found the sensor cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.